Event description:
The patient called the coordinator to report low flow alarms and "not feeling good" feeling dizzy and light headed. The patient had been on continuous IV antibiotics through (B)(6)and had purposely cut back on oral fluids due to extra IV fluids. The coordinator spoke with a physician who ordered the controller to be replaced. The patient was re-educated to drink 2 liters of fluid daily (and at least 1 liter the evening of (B)(6)), and was instructed to sit or lie down when controller changed. The controller was changed by the patient's trained caregiver without incident. The controller was taken out of service. The symptoms resolved after changing controllers and have not re-occurred since. The patient was not hospitalized due to the event and has had no further issues. This is report 2 of 2

Manufacturer narrative:
The instructions for use outlines potential causes of low flow alarms and related actions as well as guidelines for management of patients post vad implantation. Patient factors that could contribute to the event such as dehydration/hypovolemia will exhibit low blood pressure which more than likely could exhibit in symptoms of dizziness and low flows. (B)(4) was not returned for evaluation. (B)(4) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files which revealed a low flow alarm on the reported event date. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status (such as dehydration/hypovolemia cause low blood pressure which more than likely could exhibit in symptoms of dizziness and low flows), comorbidities, and pharmacological factors are possible contributing factors. This is one of two reports (3007042319-2015-00652 and 3007042319-2015-00655) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status which include hypovolemia, arrhythmias, changes in blood pressure as well as changes in inflow or outflow due to obstruction. The instructions for use outlines potential causes of low flow alarms and related actions as well as guidelines for management of patients post vad implantation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-00652 and 3007042319-2015-00655) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # 46 of 117. Device has not been received.